Event description:
This device was removed due to eos. The device was implanted approx 27 months. It was noted that there were a large number of charges due to a fractured lead. The hospital retained this device. Should add'l info become available this file will be updated.